Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room and hospitalized in intensive care unit due to high blood glucose. The blood glucose reading was 642 mg/dl. Caller stated that the customer had a heart attack during hospitalization. Nothing further was reported.